Event description:
An ipp device was implanted on 12/6/93. Info received on 2/11/97 indicates the pt states "he must squeeze pump at least 100 times to inflate-result is not very rigid. Lack of satisfactory deflation". Add'l lot/ser#: 7319t 007.